Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has a constant audible tone that cannot be cleared and also pump error alarms. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump passed the self test but the customer declined to troubleshoot for a failed battery test. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer indicated that they have a back up pump that they will switch to and use. No further details given.